Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was shattered, rendering the touchscreen unresponsive and preventing continued use. Symptoms included the inability to interact with the device interface. Outcomes included discontinuation of the device and transition to backup therapy, followed by shipment of a replacement unit. Investigation included case intake, review of device functionality based on the reported failure mode, and replacement logistics with return tracking. Investigation of this case revealed physical damage to the display component consistent with a broken or cracked screen, with no reported alerts or alarms and no indication of device malfunction beyond impact-related damage. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the screen, not a systemic device failure.